Event description:
A pump with an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure occurred. Attempts were made by baxter customer service to obtain extra info regarding pt demographics, diagnosis, medical intervention, pt injury, set up of the device, and the medication involved but no add'l details are known.